Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. The motor piston did not move forward instead of rewinding.

Event description:
Customer reported that the piston moved forward instead of backward during the rewind. The blood glucose reading was 177 mg/dl. She reported that the insulin pump alarmed for a motor error. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was not able to rewind the insulin pump. Nothing further was reported.